Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report air bubbles in the reservoir. The size of the air bubbles is pea-sized. The customer's blood glucose level was 323 mg/dl. The customer stated that the device was working as designed and no products were returned for analysis.